Event description:
Reporter alleged the customer obtained a discrepant blood glucose result on the advantage system compared back to back with the paramedic's system which was 100 mg/dl different when testing was performed within 10 mins. Reporter would not provide the exact results and stated the paramedics were called because of a bronchial infection. Reporter indicated that once she was taken to the hospital, she was given insulin. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.